Manufacturer narrative:
To date, limited information has been provided. Based on the information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. No specific device issue has been reported and medical records have not been provided. Hernia recurrence and adhesions are a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2012, the patient underwent surgery for repair of an incisional hernia. As reported, a bard/davol sepramesh ip reference number (B)(4), lot number huwa1173 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2014, the patient underwent an additional surgery to remove mesh, lysis of adhesions and recurrence repair. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective sepramesh ip.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2012, the patient underwent surgery for repair of an incisional hernia. As reported, a bard/davol sepramesh ip reference number (B)(4), lot number huwa1173 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2014, the patient underwent an additional surgery to remove mesh, lysis of adhesions and recurrence repair. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective sepramesh ip. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with large incisional hernia thereby underwent open repair with the implant of sepramesh ip (device #1). Per operative notes, ¿upper abdominal previous scar was excised. Dissection carried out to identify multiple upper abdominal hernias. The scar and then excess sac were excised and large sepramesh ip was placed down in all four quadrants after lysis of adhesions and sutured.¿ (B)(6) 2014 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of ventrio mesh (device #2) and explant of sepramesh ip (device #1). Per operative notes, ¿the mesh seemed to have been detached from its attachment on the left side and the hernia sac came out from around the edge of the mesh. It seemed to have curled up and shrunken. All the adhesions of the omentum and small bowel from the mesh were dissected. Then, the mesh was separated, completely detached from the abdominal wall and removed. The posterior rectus sheath was dissected and large space was created to place a large ventrio mesh (device #2) and secured using sutures.¿ (note: no implant sticker and product identifier provided for ventrio mesh). Attorney alleges that the patient had adhesions, pain, hernia recurrence, mesh shrinkage, mesh removal and emotional injuries.

Manufacturer narrative:
To date, limited information has been provided. Based on the information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. No specific device issue has been reported and medical records have not been provided. Hernia recurrence and adhesions are a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 2 years 1 month post implant of sepramesh ip, patient was diagnosed with adhesions, pain, material deformation and hernia recurrence thereby underwent repair with mesh removal. Per op notes, ¿the mesh was separated, completely detached from the abdominal wall and removed.¿ a review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.